Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during implementation of the pipeline, the pusher was disconnected from stent and there was stent blockage in the microcatheter. The doctor resigned from the implementation pipeline, and changed stent for flow diverter another company. Control angiography was good. There was resistance in the distal section of the catheter. The pipeline became stuck during delivery. Angiographic result post procedure was good. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed continuously with heparinized saline. The patient was undergoing surgery for treatment of an unruptured internal carotid artery (ica)/posterior communicating artery (pcoa) aneurysm. Ancillary devices include a neuron max guide catheter and excelsior xt27 microcatheter.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline vantage shield embolization device and xt-27 (non-medtronic) catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield inner pouch. The pipeline vantage shield device was returned within the xt-27 catheter. ¿damage location details: no bend was observed on the pushwire. No break/separation was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. No damage was found with xt-27 catheter. No other anomalies were observed. ¿testing/analysis: the pipeline vantage shield device was pushed out from the xt-27 catheter without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the status, size and morphology of the aneurysm was unknown. The patient vessel tortuosity was unknown. The cause of the issue was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.